Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed in which the right cylinder was removed and replaced because it was broken. The cause of the cylinder broken was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) cylinder at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was visually examined and microscopically tested. The cylinder rear tip had been detached from the cylinder body. Due to the damage, the cylinder was unable to undergo leak testing. The cylinder was had damage consistent with explant. The other cylinder passed visual inspection and leak testing. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established was chosen.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed in which the right cylinder was removed and replaced because it was broken. The cause of the cylinder broken was not detailed by the hospital. No patient complications were reported.